Event description:
It was reported by service report that the fowler was drifting down with weight on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(Results) - fowler brake clutch.